Event description:
This unit was involved in a burn to a pediatric pt. The ground pad site was clear after the initial post-op, but a burn was noticed at the EKG site on the upper right side of the pt's chest during post-op discharge.